Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms due to the blank display.

Event description:
The customer called to report a blank display and an error alarm after changing the battery. Nothing further was reported.